Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged at the distal end of the stent with stent struts distorted and stretched over the distal markerband. The stent outer diameter was measured and is within the maximum stent profile specification. The distal edge of the bumper tip showed signs of damage. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 32 synergy¿ drug-eluting stent was advanced to treat the lesion. However, when the device came into contact with the lesion, the stent got lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 32 synergy drug-eluting stent was advanced to treat the lesion. However, when the device came into contact with the lesion, the stent got lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.